Event description:
An ophthalmic surgeon reported "poor cutting" during surgery. The problem was solved after replacing the product with another one. The procedure was completed with no patient harm.

Manufacturer narrative:
The device history records for the component lots were reviewed. Unrelated processing abnormalities were found during the review. The associated lots (4) were released on september 2012 based on the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).